Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on (B)(6) 2017, essure removal surgery was performed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test conducted, result not specified. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: plaintiff fact sheet received: event injury was updated to medical device removal. Essure implant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78784) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and bilateral essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, essure removal surgery was performed. 6 coils were visualized on the right and 4 coils were visualized on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure confirmation test conducted, result not specified. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received : previously reported event "medical device removal" updated to "pelvic pain", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78784-not valid) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and bilateral essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, essure removal surgery was performed. 6 coils were visualized on the right and 4 coils were visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure confirmation test conducted, result not specified. The lot number reported (a78784) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78784-not valid) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and bilateral essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, essure removal surgery was performed. 6 coils were visualized on the right and 4 coils were visualized on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure confirmation test conducted, result not specified. The lot number reported (a78784) is invalid. Most recent follow-up information incorporated above includes: on 6-jan-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78784-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and bilateral essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, essure removal surgery was performed. 6 coils were visualized on the right and 4 coils were visualized on the left discrepancy noted in essure confirmation test. Patient received treatment for migraines/headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2013: essure confirmation test conducted, result not specified. The lot number reported (a78784) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received. Reporter information, historical drug added. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraines/headaches added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.